Manufacturer narrative:
The event occurred on an unspecified date of 2020. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of three (3) homechoice cassettes leaked. This occurred during setup of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.